Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Two electronic photos were provided. First photo shows a g2 filter with tissues were present in apex of the filter. There are approximately 10 limbs seen on the filter. Second photo shows a detached filter limb under fluoroscopic image. Approximately twelve years and seven months post filter deployment, computed tomography (CT) revealed the filter was tilted laterally to the right. There was extension of the filter legs outside the caval wall. One leg extends between the posterior margin of the infra renal abdominal aorta and l3 vertebral body. Another leg extends between the duodenum and anterior aspect of the aorta and with 2 additional legs penetrating the inferior vena cava anteriorly with one of these appearing to partially extending into the third portion of the duodenum and or project immediately along the posterior wall of the third portion the duodenum. Approximately fourteen years later, the patient scheduled for the filter retrieval and experienced abdominal and back pain. Spot fluoroscopic views of the chest demonstrated a main filter strut overlying the left lower lobe which has migrated prior computed tomography (CT). An inferior vena cavogram revealed that the filter was tilted with multiple legs penetrating through the caval wall. Successfully the filter was engaged and removed using 18 french sheath, gooseneck snare and forceps, under fluoroscopic guidance. Examination of the filter revealed the entire filter was removed. Pulmonary angiogram revealed the filter leg was located within a distal sub segmental branch of the left lower lobe. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the detached struts perforated and migrated into the lower lobe of lung. The device was removed percutaneously and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that a computed tomography scan revealed that the struts penetrating outside the caval wall and one of the strut appeared to be posteriorly towards the spine and other appeared to be towards the area of the duodenum. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the filter limb detachment, filter tilt and filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the detached struts perforated and migrated into the lower lobe of lung. The device was removed percutaneously and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that a CT scan revealed that the struts penetrating outside the caval wall and one of the strut appeared to be posteriorly towards the spine and other appeared to be towards the area of the duodenum. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.